Manufacturer narrative:
The user facility did not retain the cure wraps involved. It was reported that two samples from the associated lot would be provided, but none have been received. Page 1-1 of the operator's manual states, "verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin." Page 1-2 of the manual also informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." Furthermore, page 4-6 of the manual provides the following warning statement: "water may drip from the inlet tubes of the garments. Be sure that no electrical device or outlet is located under the critcool's water inlet or garment tubes. When disconnecting garments from the criticool confirm that the clamps are tight, to prevent water leaking from the garment." A representative from belmont will contact the user facility to provide further in-service training. There was no patient injury reported. We will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
Our distributor received a complaint from the user facility and relayed the following report: "temp management therapy requires connection of cure wrap patient water jacket to criticool cooling unit. Once therapy is initiated, the criticool floods the curewrap jacket with water. Upon system start up, as the cure wraps filled with water, both failed by leaking behind the patient's head."